Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific noted that this right ventricular (rv) lead had dislodged. As a result loss of capture was noted thus a revision took place and this rv lead was repositioned. No adverse patient effect were reported.